Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient's mother reported the patient had elevated blood glucose readings this morning. She stated the patient's blood glucose early morning was "260 mg/dl, when she got to school it was 500 mg/dl and it increased to a "hi" reading on the glucose meter". The patient's mother stated the patient also had a trace of ketones. She stated the patient was given an "injection of 6 units of insulin" and "lots of water" to bring her blood glucose back down. The mother stated, the patient was not hospitalized and she does not have any symptoms. During troubleshooting, the patient's mother stated "chicken pox is going around and I am afraid she may have them because she has a rash on her stomach and in various places". Further attempts to contact the patient for follow-up were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.